Manufacturer narrative:
Per the user facility, the ccu display went blank, then a question mark appeared on the arterial pump screen. The ccu lost power and the power cord was swapped out, but the issue remained. The field service representative (fsr) replaced the ccu. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4)/ MFR#1828100-2024-00119.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) would not turn on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the centrifugal control unit (ccu) to lab only testing (luo) equipment. The pst observed that the log indicated some instances of 'display supply error' events. The module powered up and cabling was agitated to try to disrupt the function, but the function could only be disrupted by disconnecting the control module. The module was left on which running overnight and there were no indications of a disruption of function. The log only indicated one new 'display supply error' which occurred when the control module was intentionally disconnected. The unit functioned as intended.